Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user replacing an ilet bionic pancreas experienced repeated errors when attempting change cartridge and fill tubing, with alerts including setup incomplete and alerts 35, 38, and 81; troubleshooting identified an infusion set connector issue causing an occlusion that prevented fill, and the problem resolved after the connector and supplies were changed, after which the user successfully completed setup and connected to the replacement ilet. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education through guided setup review, device restart, cartridge rewind, and fill procedure with and without the cartridge to isolate the issue. Investigation of this case revealed an occlusion related to the infusion set connector that stalled the motor during the fill process, which was corrected by changing the connector and completing the supply change. It was concluded, based on previously established findings for similar reports, that the cause was infusion set occlusion associated with the connector.